Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow and ok keypad buttons required multiple button presses to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): testing confirmed the down button is intermittently responsive, and the contrast button is unresponsive. The keypad was removed keypad and the contrast contact was missing and contamination was noted under all contacts. Unrelated to this complaint, the display is dim/fading . When replaced with test screen the display functioned properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.